Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The clip was implanted successfully; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr returned to 4+. Another clip was implanted successfully to stabilize the slda clip and mr was reduced to 2+. There was no adverse patient sequala and no clinically significant delay during the procedure. The patient remained stable. No additional treatment is planned for the patient. No additional information was provided.